Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received a shock from the device. The patient's device was unable to be interrogated and did not produce tones with magnet application. The electrocardiogram showed a sinus rhythm of approximately 70 beats per minute (bpm), but the device did not appear to be bi ventricular pacing. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the device appeared to be operating and depleting normally before the shock. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. The device case was removed in order to facilitate inspection of the internal components. Visual inspection identified arcing damage on the dump resistor, and this damage contributed to electrical overstress and high current drain. It was noted that probable cause could not be determined because the arcing destroyed any evidence in the area, thus analysis could not determine the root cause of the electrical overstress.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received a shock from the device. The patient's device was unable to be interrogated and did not produce tones with magnet application. The electrocardiogram showed a sinus rhythm of approximately 70 beats per minute (bpm), but the device did not appear to be bi ventricular pacing. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the device appeared to be operating and depleting normally before the shock. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has been returned for analysis. This report will be updated upon completion of analysis.